Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Device interrogation showed non-sustained right ventricular over-sensing events due to atrial under-sensing. Loss of capture was also noted on the atrial lead. The patient was asymptomatic. A chest x-ray showed the atrial lead had dislodged. No changes we reported.

Manufacturer narrative:
A supplemental report was needed to address the additional serious injury sustained by the patient.

Event description:
It was reported that the patient's right atrial lead was explanted and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.